Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection around the linq insertion site. The device was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.